Event description:
It was reported the pt feels a burning and aching to the top and right side of the ipg after he's been moving around and specially after wearing his care seatbelt. This issue was been communicated to his physician, but he has not met with the physician yet. The next course of action has not been determined.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.